Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a sudden loss of therapeutic effect and they are still having to go the bathroom 15 times a day and get up "50" times a night. When trying to use the patient programmer they would get poor communication with and without the antenna. On (B)(6) 2016, follow up from the patient reported they were back to how they were before the device was implanted. The patient had an appointment with their healthcare provider (hcp) scheduled for (B)(6), and the issue had not been resolved, yet. The implantable neurostimulator (ins) was indicated for interstim-other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.